Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration, the subject device was used. In the procedure, the rubber fragment of the subject device broke off and fell into the patient body. The fragment was retrieved. There was no patient injury reported. No further information was provided. This is the report regarding the falling of the rubber fragment.

Manufacturer narrative:
This is a supplemental report to provide additional information. Only the fragment of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Another part of the subject device was not returned. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. Based on the replication exam, the piece of rubber fell into the patient likely because the rubber part of biopsy valve maj-1414 was damaged while it was used in the procedure. The mechanism of the damage is as follows. The aspiration needle was inserted into the biopsy valve while the needle of aspiration needle was extended from the sheath. The extended needle tore the rubber part of biopsy valve partially when it passed through the valve. Biopsy was then performed several times while the biopsy valve was partially torn. The partial torn became larger as the biopsy was repeated. The rubber part finally broke off, producing a broken piece. The broken piece fell into the patient. The instruction manual of the aspiration needle has already warned as follows; do not insert the instrument into the endoscope unless the needle is retracted into the sheath. Confirm that the needle slider is pulled until it clicks and is locked by the needle adjuster before insert the instrument into the endoscope. Otherwise, the needle¿s distal end may pierce the endoscope¿s instrument channel or the needle¿s distal end may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as infections, perforation, bleeding, or mucous membrane damage. It may also damage the endoscope or instrument.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".